Event description:
It was reported that the asymptomatic patient presented in clinic. Upon device interrogation, the right ventricular lead exhibited low impedance and slight increase in capture threshold. No intervention was performed. The patient will continue to be monitored with follow-ups.